Manufacturer narrative:
The recipient is able to use the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding the infection were unsuccessful. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly developed an abscess around the implant site. The recipient was treated with IV antibiotics (type unknown). The infection has resolved.